Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verioiq meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter was reading inaccurately at 10:43 am on (B)(6) 2019, when he obtained a blood glucose result of ¿20.5 mmol/l¿ which he considered high compared to his feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with a combination of self-adjusted novorapid and lantus solostar which he administers via insulin pens. He reported that after obtaining the alleged inaccurate result, he administered ¿too much insulin¿ (exact dose and type not specified). He indicated that a couple of hours later, he developed symptoms of ¿shaking, sweating, trembling and legs feeling weak¿. He reported that he self-treated his symptoms by taking dextrose tablets on (B)(6) 2019. He denied using any other device to test his blood glucose levels. During troubleshooting, the csr established that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly and were within expiry date. The patient reported that he did not always wash his hands prior to testing. Education was provided by the csr. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose result on the subject meter and injecting an unspecified dose of insulin.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.